Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Anticipated but not yet begun.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery and then again after the pump was loaded with new supplies. The customer's blood glucose level was not impacted. Tandem technical support reviewed the pump's t:connect data and confirmed the customer's reported information.